Event description:
It was reported that this right atrial (ra) lead exhibited under sensing and an increase on pacing impedance caused by a dislodgement that was confirmed during fluoroscopy examination. The physician attempted to retract the helix, however during this maneuver it was felt that the mechanism broke. The lead was replaced and surgically abandoned. No additional adverse patient effects were reported.